Manufacturer narrative:
The initial reporter phone number that is provided is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has water cooling malfunction. Per review of wo on 22may2025, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. T4 was normal, water was not mixed. Need to replacing mixing pump. Alert 113 (reduced water temperature control) seen in event log. Replaced mixing pump assembly. Device passed applicable testing. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has water cooling malfunction. Per review of wo on 22may2025, there was no patient involvement. Per follow up information received via mail on 29may2025, the device was serviced at customer site (field service). It was mixing pump problem checked, then waiting for customer confirmation. It will be replaced mixing pump assembly.